Event description:
Customer reported that he experienced low blood glucose. On (B)(6) 2014, his blood glucose was 50 mg/dl. On (B)(6) 2014, his blood glucose was 21 mg/dl. Both times, his daughters reportedly found him and gave him a glucagon shot. He saw his diabetes educator since and the made changes to the setting in his insulin pump, seemingly resolving the low blood glucose issue. Customer also stated his sensor readings conflicted with his blood glucose levels. He had blood glucose in the 100 to 120 mg/dl range at one point, and his sensor gave a reading of 50 mg/dl. Troubleshooting was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.